Manufacturer narrative:
The device was returned for evaluation. The customer¿s complaint was not confirmed and no other abnormality was noted. The unit was returned to the customer unrepaired. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, in a cholecystectomy procedure, the insufflators' set pressure displayed much more pressure, than what was actual used. It was confirmed by the user that the pneumoperitoneum tube had no squeeze, the patient¿s belly had no squeeze and that the veress had been done on the patient. The customer reported that the field service engineer was unable to get into the operating room to assist with troubleshooting, when the phenomenon occurred. The patient was not under was not under anesthesia at the time and there was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on information received from the customer and the legal manufacturer's final investigation. B5 - updated to include customer response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the event could not be replicated. It is possible that the actual pressure greater than the set pressure was caused by the user. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the equipment was replaced without causing excessive pressure. Customer denied to answer any additional questions related to the event.